Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was opened for a procedure to be used in the biliary performed on (B)(6), 2022. During preparation, the balloon was inflated but they noticed that the balloon would not deflate once completely inflated. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications as a result of this event.